Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged cosmetic damage located at the battery tube, and high bg found on (B)(6) 2021. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test and test p-cap locks into the reservoir compartment. No unexpected alarms occurred during testing. Device was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. The following were noted during visual inspection: pillowing keypad overly, scratched case, keypad overlay peeling, cracked keypad overlay, stained keypad overlay, missing display window/cover, cracked case-corner of belt clip rails, cracked case (battery tube) and minor scratches on lcd window. In summary customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where cracked battery tube/threads were noted. Device passed all required testing. Unable to confirm high blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 500 mg/dl. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer also stated there was a crack from the bottom that goes all the way up to where the clip goes in. The device will be returned for analysis.